Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer¿s high blood glucose was 504 mg/dl. The customer¿s other blood glucose was 91 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer performed self test and they were able to passed the test. The insulin pump will not be returned for analysis.